Manufacturer narrative:
Other relevant device(s) are: product ID: bi40000027r, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that paxscan was defective. There was an error 32. The paxscan was replaced and configured. 2d and 3d mode were tested. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system would stay in initializing mode with the x-ray not activated when the system was booted up. There was no patient present when this issue was identified.

Manufacturer narrative:
The central processing unit (cpu) was returned for analysis. Functional testing determined that the component was functioning as designed. If information is provided in the future, a supplemental report will be issued.